Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and no third-party treatment was reported. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/temp values were observed, indicating that the user removed the sensor early. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and no third-party treatment was reported. No further details were provided. There was no report of death or permanent impairment associated with this event.